Manufacturer narrative:
Continuation of medical device: d314drg ICD implanted: (B)(6) 2012.

Event description:
It was reported that a right ventricular (rv) lead fracture was confirmed by chest x-ray. The rv lead exhibited loss of capture and no capture at eight volts, lead noise on tip to ring configuration, but no signal on the farfield egm (electrogram). The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.